Event description:
Healthcare professional reported a problem with an "implanted" tissue expander where the "magnet finder is acting like it was backwards". No harm or injury to the patient has been reported. It was note reported if the expansion of the device was successful. This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
At this time, abbvie has not received enough information from the hcp to appropriately classify the event. Abbvie is reporting out an abundance of caution and a malfunction has not been confirmed. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reason for reoperation: no reoperation scheduled at this time.